Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was not working properly. In addition, the patient was with primary physician for routine physical check-up in which it was noted that the patient was hypotensive and had a drop in heart rate. However, when the patient was sent to the emergency room, the patient heart rate was in normal range. Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.